Manufacturer narrative:
The lot number was provided; a review of the manufacturing records indicated that the product met specifications upon release. However, the catheter was used beyond the recommended shelf life. Edwards lifesciences cautions that catheters should not be stored beyond the recommended shelf life marked on the package. Storage beyond this time may result in balloon deterioration, since the natural latex rubber in the balloon is acted upon and deteriorated by the atmosphere. The recommended shelf life for the model d97120f5 is 24 months. The reported lot number indicates that the catheter had expired beyond its recommended shelf life in (B)(6) 2013.

Event description:
As reported, there was a message (or signal) from pacemaker: ¿no signal present¿. After changing the catheter the signal was present again and everything was ¿ok¿. The catheter was a chandler catheter. It was indicated that the device was not able to be returned for evaluation as the catheter was contaminated.

Manufacturer narrative:
There are multiple failure modes that may require the exchange of a pacing catheter. Unlike those instances with regular swan-ganz catheters which can be changed out fairly easily, there is more of a potential for injury with changing out a pacing catheter. The device is not available to be returned for examination. Lot number was not provided, therefore review of the manufacturing records could not be completed. It is possible that some clinical factors may have contributed to the pacing failure; however, with such limited clinical information, this could not be confirmed with any certainty. No actions will be taken at this time.